Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters had small, "clear/white" foreign matter attached to their catheter tip, found after removing them from their sterile packaging. The following information was provided by the initial reporter: "small clear/white material adhering to tip of catheter when removed from sterile packaging. Foreign body contamination found on three consecutive 20g autoguard catheters."

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters had small, "clear/white" foreign matter attached to their catheter tip, found after removing them from their sterile packaging. The following information was provided by the initial reporter: "small clear/white material adhering to tip of catheter when removed from sterile packaging. Foreign body contamination found on three consecutive 20g autoguard catheters."

Manufacturer narrative:
Investigation: DHR was performed for both lots: 8225946: no qns were initiated during production. All challenge, set-up were conducted per specifications. 8278818: a non-related qn was initiated during production on which disposition, root cause and corrective actions were applied per control plan. All other challenge, set up and in process inspections were performed and passed per specifications. Received a total of 3 iag 20ga units: unit 1 consisted of a needle-barrel assembly and a needle cover within an open package from lot number 8225946 units 2 and 3 consisted of catheter adapter assemblies and needle covers within open packages from lot number 8278818. Unit 1: a clear transparent fleck of material was observed within the needle cover. Using the back of a cotton swab the material was removed from the needle cover. The plastic material found on the unit was determined to be catheter tubing residual of an incomplete tip as a result of the manufacturing process. Since catheter-adapter assembly for this unit was not returned its condition was unknown. Units 2 and 3: both of the units received revealed traces of lube (non-foreign) material near/on the tip of the catheters photos: the pictures provided revealed similar findings. The plastic material found on the unit was determined to be catheter tubing residual of an incomplete tip as a result of the manufacturing process. Since catheter-adapter assembly for this unit was not returned its condition was unknown. The non-foreign matter (tipping lube) observed in this investigation its part of the manufacturing process when the cannula/catheter assembly is dipped in the lubrication to minimize the insertion and threading forces during the usage.